Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that there was leakage of 5fu from a smiths medical cadd cassette reservoir . Each time the patient had correctly turned off the pump and placed the cassette in the chemo bag provided in the spill kit. The leakage was on the side of the cassette where the pump lock is located. The leak seemed to be from the cassette. The pump was locked appropriately. There was no patient injury.